Event description:
It was reported to hamilton medical ag: self test failed. Leaking or defective distal autozero valve (technical event:233004). No patient harm was reported..

Manufacturer narrative:
Hamilton medical ag case number: (B)(4).